Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy due to lead fracture. The fracture was confirmed visually. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op. The reported lead was discarded.